Manufacturer narrative:
Batch review performed on 20 november 2018: lot 163066: (B)(4) items manufactured and released on 22-aug-2016. Expiration date: 2021-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 week after the primary. The pathogen is unknown at this time. The surgeon performed an I&d and polyswap.